Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device was alarming. The device's sensor board was replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for svc. The device was not in pt use.